Event description:
Medsun report received reporting leakage issue with set-up where on mc100 microclave connector was in use. The report describes the event as follows "rn was at the bedside giving a bolus of intravenous fluids an noted leakage at the connection site of the PICC line...". There were no reported adverse patient consequences. Device return: one used mc100 microclave connector. Visual inspection (pre and post decontamination) was performed. The results recorded various component damages including seal tears in multiple locations and crazing on and around the female luer. Engineering analysis: these types of component damages have been known to occur with very long connection times. Cdc guidelines recommend changing needles connectors every week or dependent on extreme usage conditions where the septum is no longer intact. Where evidence of seal damage/coring are apparent, previous investigations have identified this type of component damages are typical of access with a mating male luer with an inside diameter smaller than 0.062".

Manufacturer narrative:
The microclave connector should only be accessed with an iso complaint male luer with an inside diameter between 0.062" and 0.110". Findings: visual analysis of the "as-received" mc100 connector confirmed various component damages that would result to leakages. The root cause(s) of the component damages are attributable to incorrect usage. ICU medical has met with facility educators and staff to review microclave changeout practices per cdc guidelines as well as microclave dfu and change recommendations. Add'l note: initial information concerning microclave usage/concerns was received by the mfg. In (B)(4) 2014. Although requested relevant event information was not provided per facilities risk mgmt/policies. ICU medical service, quality and clinical support personnel met with facility mgmt and clinical staff to review product issues and device applications. Additionally set-ups/mating devices were evaluated to provide compatibility assessments to ensure optimal performance for their clinical needs and applications.